Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and uterine leiomyoma. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen (motrin) and sertraline. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue."), depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced back pain ("lower back pain") and post procedural complication ("post removal complication"). The patient was treated with bupropion hydrochloride (wellbutrin), nsaids and surgery ((total hysterectomy (uterus and cervix removed)).). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain, menorrhagia, vaginal haemorrhage and migraine had resolved and the dysmenorrhoea, fatigue, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, anxiety most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : event 'post procedural complication' was added. Outcome updated for the event pain , bleeding and migraine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and uterine leiomyoma. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no. 3), ibuprofen (motrin) and sertraline. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue."), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with bupropion hydrochloride (wellbutrin), nsaids and surgery ((total hysterectomy (uterus and cervix removed)).). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, anxiety. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received : aka name added, reporter added, patient demographic added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migraines, dysmenorrhea (cramping), back pain and fatigue. Events onset date, events severity , concomitant drug, treatment drug, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.